Manufacturer narrative:
The subject device has not been returned to omsc but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument channels of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; april 16, 2021: the instrument channel: moraxella osloensis (1cfu / 10ml). The air/water channel: staphylococcus hominis (1cfu / 10ml) second time; april 26, 2021: the air/water channel: nonfermenter (1cfu / 10ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 and etd4 using olympus disinfectant ecolab. There was no report of infection associated with this report.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument channels of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.